Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. No cause was found during a service visit. The analyzer alarm trace did not contain any conspicuous event.

Event description:
There was an allegation of a questionable high troponin t hs stat elecsys result from the cobas e411 rack analyzer. The initial result was 16.93 mmol/l with a data flag. The customer had just started using the analyzer and had been directed to repeat any patient sample that did not have a recent history for the first week of operation. Therefore, the sample was repeated. The repeat result was <3.0 mmol/l with a data flag. The repeat result from an aliquot of the same sample was <3.0 mmol/l with a data flag. The questionable result was not reported outside of the laboratory. The reagent lot number was 51205005. The expiration date was requested but was not provided.